Event description:
It was reported that the patient reported to the emergency room with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels reached 40 mg/dl, while wearing the pod, on their abdomen, between 4 and 24 hours. Patient stated the pod was leaking insulin onto the adhesive patch. Symptoms reported include dizziness, nausea and severe headache. The patient reported having laboratory analysis. Details of the lab tests were not reported. The pod was discarded. The patient left hospital after 4 hours without receiving full treatment. Patient stated eating food high in calories to increase her blood glucose levels.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down/smartphone: lockdown. Omnipod 5 software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.